Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) about an atrial tachy response (atr) episode with possible noise. Ts discussed that they did not see noise, but there were brief instances of undersensing. The device and leads remain in service. No adverse patient effects were reported.